Manufacturer narrative:
Permobil territory sales manager had been contacted by the va requesting to meet with the end-user to adjust some programming parameters to the device. The representative stated that they were not informed about the event until the end-user's wife had mentioned it to her during the scheduled meeting. The wife reported that approximately 8 weeks prior, she found the end-user laying in the grass, a couple of feet in front of the chair. She described the area as being approximately 10 feet off of a gravel pathway the end-user frequently travels. It was reported the end-user was taken to the local hospital where they were diagnosed as having sustained a concussion and a fractured clavicle. Reports indicate the end-user has recovered from the concussion, but is currently seeking physical therapy for the fracture. The end-user reported he had no recollection as to how he ended up in that area, nor what caused him to fall out of the seating. He did recall that he was not wearing his positioning belt at the time of the incident relaying his aversion to the use of a positioning belt. The device was inspected and found to be fully operational with no functional issues being noted. Neither the end-user nor the wife made any claim or allegation that the device somehow deviated or malfunctioned to have contributed to this event. The wife reported the end-user suffers with parkinson's disease and claims to have some cognitive issues as well. The wife voiced her concerns to the rep of the end-user's abilities to control the device due to the speeds at which he prefers to drive; full speed at all times. The request to have the speed parameters reduced was made to the va by the wife for this reason. Parameters were adjusted on the chair to decrease the acceleration rates and increased tremor dampening to assist with the parkinson's. The end-user was adamant that the overall forward speed not be lowered, but agreed to lowering the acceleration rates which granted them better control of the device. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Received report claiming as end-user was driving out of doors along a gravel path, they had driven off the path into a grassy area to where they lost their positioning and fell out of the seating to the ground. It was reported the end-user sustained injuries requiring the need for medical intervention.